Event description:
It was reported that while implanting the device at l5-s1, the back end of the implant fractured. The broken implant was removed and a new implant was used to complete the procedure. All broken pieces were removed and are accounted for. No further complications were reported.

Manufacturer narrative:
(B)(4): visually confirmed the implant is broken on one side. Microscopic examination of the implant reveals a fairly brittle fracture at the threaded inserter interface of implant. The one-sided nature of the breakage suggests overload due to bending moment; additionally, the partial breakage at the tang insertion features suggests the implant may not have been fully engaged into the inserter tip during attempted implantation. Mis-assembly of adjustment knob after cleaning may have prevented full and proper insertion of the implant into the inserter tangs, and could have contributed to the foregoing failure. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.